Event description:
Doctor reported non- integration. In site 24 implant was placed and removed same day due to lack of bone width.

Event description:
Doctor reported non- integration. In site 24 implant was placed and removed same day due to lack of bone width.